Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported that in the afternoon of (B)(6) 2022, an unspecified high sensor reading was obtained with symptoms of weakness, trembling, sweating, and fatigue. The customer required treatment of oral glucose by work colleague, and additionally contacted diabetologist and general practitioner, with no additional treatment provided. There was no report of death or permanent injury associated with this event. The customer provided reading comparison of 68 mg/dl from reader's built-in meter against 115 mg/dl from sensor. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.